Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The legal manufacture reviewed: the customer provided cleaning disinfection and sterilization (cds) processes. Where no obvious deviations, from instructions for use (IFU) were identified. Additionally, no physical damage was confirmed, at the place where the foreign material remained. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed, foreign material adhered at the distal end. But, the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The suggested event is detectable and preventable, by handling the scope in accordance with the following sections of the instructions for use: IFU states, that detection method in tjf-q190v, operation manual, chapter 3: preparation and inspection. IFU states, that preventive measure in tjf-q190v, reprocessing manual, chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited residual liquid at the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.